Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : device not recieved yet.

Event description:
There was no patient involved. Red status indicator flashing.

Event description:
There was no patient involved. Red status indicator flashing.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p last passed ¿out qat from heartsine technologies on the (B)(6) 2011. Membrane failure due to storage outside of the indicated conditions. The device was returned with the reported fault ¿red status indicator flashing¿. The device had been in service from the (B)(6) 2011, passing all self-tests up to and including the (B)(6) 2018. During testing it was observed that the green status led was observed to be constantly lit between flashes. The measurements taken during the investigation would indicate a failing membrane. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. Corrosion observed on both the membrane tail and shock and on/off domes within the membrane would indicate the device had been subject to storage outside the indicated conditions (e.g exposure to high condensing humidity). There was no evidence in the history log or throughout the investigation to support the reported complaint of ¿red status indicator¿. The user may have observed the red status indicator through installation of a depleted pad-pak which was too low to record a self-test or the pad-pak had been incorrectly installed. Alternatively, the red status indicator may have been a further symptom of membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.